Manufacturer narrative:
(B)(4).

Event description:
It was reported that a the transmitter stopped working occurred. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause of the transmitter failed error could not be determined. The reported event of the transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.